Event description:
Revision surgery - due to the patient falling and dislocating. The sales representative did not report this as a revision of a donjoy orthopedics (djo) product because it was not a product issue.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2 days of patient use. The products associated with this event were not returned for examination. A review of the DHR showed no ncmrs associated to the product. This is the (B)(4) complaint for this part number, first complaint for this lot number. There is no information that showed a material design, or manufacturing problem with the product. The revision surgery was completed successfully. The root cause for dislocation was most likely the fall, as originally reported.